Event description:
The patient had a lap gastric band placement seven years ago by an unknown physician at another facility. The patient had been having issues with her upper gi tract over the past year prior to the reoperation. The upper gi series showed esophageal and pouch dilation. The band was removed of all fluid as the patient had encountered acute issues with eating. The band was then determined to have a leak within the device. The patient underwent a removal of gastric band and sleeve gastrectomy.